Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of endotracheal tube, the cuff would not deflate upon extubation. The respiratory therapist and intensive care unit physician attempted to cut off the pilot balloon, but the cuff still did not deflate. Consequently, the physician extubated the patient and the et tube was sequestered. The tube was replaced and no complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the inflation line was cut, the pilot balloon was missing and not received. Functionally, an inflation deflation test was performed using a syringe needle connected on the inflation line 25 cc of air was applied to the cuff and it was observed the cuff held the air, the sample was left inflated 2 hours according to process instruction, and no failure mode was observed in the received sample, the sample was submerged into a container filled with water and no leaks were observed, nor difficulty at the time of inflation nor deflation. It was reported that during use of endotracheal tube, the cuff would not deflate upon extubation. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.